Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo 90 infusion set cannula remained under the patient's skin in the past two months. It was noted that the area had not become infected. The patient's healthcare professional advised that no intervention was necessary unless the area became infected. The cannula was not removed. No permanent injury was reported. See MFR: 3012307300-2016-00021, 3012307300-2016-00023, 3012307300-2016-00024, and 3012307300-2016-00025.